Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings : complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 9/24/2019 under wo # (B)(4) and shipped on 10/8/19. Manufacturing record review: DHR's (B)(4) were reviewed and non-conformities, unrelated to the complaint condition, were not noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a couple similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93814, this unit was at csi on 2/5/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: due to the units' failure as reported by the end user, the main board (300788-r) was replaced. Afterwards, the unit was tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "does not coag while cutting, blending causing excessive bleeding". Reference repair order #(B)(4). Ref:(B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Reference: (B)(4).

Event description:
Customer stated "does not coag while cutting, blending causing excessive bleeding". Reference repair order #: (B)(4). Ref: (B)(4).